Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibiting high impedance and loss of sensing. No intervention was reported. No additional information was avaliable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.